Event description:
It was reported that during the procedure, a 3.75 x 20 nc trek rx balloon dilatation catheter (bdc) was introduced via brachial access and advanced without resistance to a mildly calcified, 90% stenosed, de novo lesion in the non-tortuous mid right coronary artery (rca) to perform pre-dilatation. When inflating the nc mini trek bdc using an unspecified inflation device, the balloon ruptured at 14 atmospheres during the first inflation. The nc trek rx was withdrawn from the anatomy without resistance and another same size unspecified bdc was used to complete pre-dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.